Event description:
Device 2 of 5. Reference MFR. Report#: 1627487-2011-05375, 05377, 05378, 05379. The patient received his scs system on (B)(6) 2011 including an ipg, 1 lead extension, 3 lead anchors (from the same lot), 2 percutaneous leads (from the same lot), and 1 paddle lead. The patient has crohn's disease and had an infection around the buttock and anus. He also had an infection below the ipg pocket site. The patient's doctor felt the patient was at risk for a systemic infection. As a result, the patient's entire scs system was explanted. His doctor does not feel the infection was device related. He was hospitalized to help resolve the issue. It is unknown how the infection is being treated and if the issue has been resolved.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. One lead was returned complete and the other was returned incomplete. Both leads were not analyzed as the complaint of infection could not be confirmed via laboratory testing. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.